Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient had recurring incontinence and was implanted with an artificial urinary sphincter on (B)(6) 2017. No patient complications were reported in relation to this event. Additional information was received that indicated the previous sling was an advance sling, and the patient's level of incontinence following the advance sling was worse than baseline.